Event description:
Device returned to manufacturer for analysis with report of patient symptoms of "gradual return of spasticity" and the pump had stopped. A dye study revealed the catheter was patent to the intrathecal space. The pump was replaced. After replacement the patient experienced good return of spasticity control.